Manufacturer narrative:
While nothing can be concluded for certain, it can be speculated that the superficial placement of the neuroshield in an area of movement (side of face/jaw/neck region) caused the device to irritate the area, resulting in redness and swelling.

Event description:
The device was implanted during a parotidectomy on (B)(6) 2024. The device was hydrated for approximately 10-15 minutes, and was sutured together. During follow-up on (B)(6) 2024, swelling and redness was noticed and the device was removed. The event was reported to a checkpoint representative on 25apr2024.